Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had software error detected on insulin pump. The customer¿s blood glucose level was 144 mg/dl at the time of incident. Advised customer to revert to backup plan. Advised that the insulin pump would be replaced and will be returned for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 53 alarm during testing however, the formatted history file confirmed pump error 53 due to a software error.